Event description:
Clinical notification received for revision of left total knee to address instability. Date of implantation: (B)(6) 2011, date of revision: (B)(6) 2021, (left knee). Treatment: revision of femur and tibial insert; patella was resurfaced during revision; tibial tray and tibial sleeve were retained.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2 (dob), b1 (product problem), b5, h6 (clinical codes) corrected: h6 (medical device problem code).

Event description:
Medical records from (B)(6) 2021 noted that in addition to pain and instability, the patient also had small effusion in the left knee joint. On (B)(6) 2021, the patient had a revision left total knee femur patella tibial insert to address instability of the knee, swelling and pain. At the time of the original surgery, the patient¿s patella was not resurfaced. During the procedure the insert was noted to have severe wear. The tibial tray and femoral component were noted to be well fixed. Components used were depuy products, including depuy patella and depuy cement x2.